Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 51 mg/dl then went up to 60 mg/dl something and 140 mg/dl. The customer reported that insulin pump was exposed to moisture and had blank display. The customer was not want to troubleshoot for low blood glucose. The insulin pump will not be returned for analysis.